Event description:
It was reported that the external pulse generator (epg) would "pick up the beat and then lose it." Also noted was a "possible loss of sensing." It was further reported the device was not pacing properly. The epg was returned for repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case and lower case were broken and the ring was bent.